Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach with the device and near the end of the staple firing during a robotic laparoscopic esophagectomy procedure, the shaft of the device began spinning uncontrollably. The tissue was pulled but did not result in significant injury. The surgeon was able to retract the knife blade, and open the jaws of the reload with the device, which stopped the spinning. Then they took the stapler out and put it on the back table. The tech was not able to unload the reload. After they failed to unload the reload, they looked at the lights and said they saw 5 solid white lights on the device. A new device was opened and processed to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The unload button could not be fully depressed. The adapter was opened and it was found that the artic housing was advanced. And partially covering the switch preventing the button from depressing fully. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.